Event description:
Reportable based on device analysis completed on 18oct2018. It was reported that the tip was kinked and damaged. A 180cm/150cm renegade hi-flo fathom system was selected for use. During preparation, it was noted that the device was not on its original shape; tip of the device was kinked and bent in different directions. It was like somebody had it in his hand and deformed it completely, only at its tip. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed multiple fractures. It was confirmed that the device was all in that way (fractured) when opening the package during preparation. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. This device was severely damaged. The device was fractured in 3 locations. The locations of the fractures were 12.4cm, 22.5cm and 37.5cm from the hub. The shaft was not completely separated the inner liner was still connected. There were multiple kinks throughout the length of the catheter shaft. The catheter shaft showed that it had been stretched. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.